Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed an error and began buzzing thereafter. The customer stated that she was unable to troubleshoot for the issue at the time, since she was driving. She did not provide the blood glucose reading and advised that she would call back to proceed with troubleshooting. Nothing further reported.